Event description:
It was reported that the patient experienced hyperglycemia following breakfast despite a usual meal announcement, with a highest blood glucose of 212 mg/dl and recurrence on a later date when the patient was reportedly double announcing meals, which could interfere with dosing. Symptoms included no acute clinical effects. Outcomes included no need for medical intervention, assistance, or backup therapy, and no ketone testing. Investigation included customer interview and troubleshooting with education regarding infusion set checks and appropriate meal announcement practices. Investigation of this case revealed user-related use error due to accidental or duplicate meal announcements; no device malfunction was identified. It was concluded that the event was related to user technique and that education on correct meal announcement was provided.

Manufacturer narrative:
This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.